Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced a display anomaly. The caller did not know the blood glucose reading. The caller stated that the insulin pump alarmed, prompting a battery replacement. The caller stated that the display would not light up. The issue was not resolved by a battery change.